Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced discomfort at the battery site of the ins, with pain progressively worsening over approximately three months. The patient was unable to charge the battery due to discomfort. A wound with erosion through the skin was observed at the battery site, and the generator was visible. The erosion was likely due to constant sitting on the device, which was located low in the right buttock. There were no signs of infection within the existing battery pocket. During a revision procedure, the physician fully explanted the original system. An attempt to implant new leads was made, but the physician was unable to enter the epidural space, leading to the case being aborted. The incisions were then irrigated and closed. The system was fully explanted. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.